Event description:
It was reported that the arctic sun device failing calibration for an error 80(water check time out - unable to reach calibration temperature), not cooling. A check of the chiller temperature showed t4 was at 4.9c discussed this was indicative of a failed mixing pump. Stated they would discuss repair options. It was updated by rcc on 20may2024, that they requested a quote for depot repair and a loaner. Per follow up information received via mail on 24may2024, it was reported that the device was being sent back to bd for repair. Per sample evaluation results on 12jun2024, it was reported that one nut plate in the outer shell was spun loose due to a stripped bolt inserted into it when attempting to remove the outer shell. Circulation pump motor had dried out bearings.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failing calibration for an error 80 (water check time out - unable to reach calibration temperature), not cooling. A check of the chiller temperature showed t4 was at 4.9c discussed this was indicative of a failed mixing pump. Stated they would discuss repair options. It was updated by rcc on (B)(6) 2024, that they requested a quote for depot repair and a loaner. Per follow up information received via mail on 24may2024, it was reported that the device was being sent back to bd for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.